Event description:
The device reportedly gave motion detected messages each time an analysis was attempted during the reported event. The device operator reportedly checked the electrode placement and verified connection to the patient and cycled power however, the motion detected messages continued to be displayed. The patient's outcome and details were not reported to mpc.